Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 158 mg/dl using truemetrix meter and 110 mg/dl using trueresult meter and of 158 mg/dl using truemetrix meter and 110 mg/dl using true2go meter. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all results.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 158 mg/dl using truemetrix meter and 110 mg/dl using trueresult meter and of 158 mg/dl using truemetrix meter and 110 mg/dl using true2go meter. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 158mg/dl (B)(6) 2016 07:20:00 pm fasting:yes, 173mg/dl (B)(6) 2016 07:19:00 pm fasting:no. Memory concerns: customer is concerned with all results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Correction: returned meter and returned test strips evaluated with no defects found.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 158 mg/dl using truemetrix meter and 110 mg/dl using trueresult meter and of 158 mg/dl using truemetrix meter and 110 mg/dl using true2go meter. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 12/13/2016. The meter memory was reviewed for previous test result history: the 158mg/dl (B)(6) 2016 07:20:00 pm fasting:yes, the 173mg/dl (B)(6) 2016 07:19:00 pm fasting:no. Memory concerns: customer is concerned with all results.